Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Minor scratched display window, scratched case, pillowing keypad overlay, cracked retainer. Device received with best choice ultra alkaline battery installed at 1.308 volts. Test energizer alkaline battery 1.596 volts. Pump error 37 alarm during the rewind test on insulin pump set up. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08715 inches. Unable to determine pump error 37 alarm due to insulin pump preservation.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding the customers passing from the attorney of the family. The information received on (B)(6) 2019 stated the following - reporter alleges: in or about (B)(6) 2019 the customer began using an insulin pump). On (B)(6) 2019, the customer was possibly using a medtronic minimed next generation pump. The customer had autism as well as diabetes and required a caretaker. The caretaker was out of town, and when they returned they found the customer had passed away at home and had test strips all around him. There was an upload showing continuous glucose monitoring data on (B)(6) 2019 that a reading of 100 mg/dl was taken at twelve o'clock and a 8 unit bolus was given. No further information was available.